Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) had been without power for 4 to 5 days. The hp was using power from her next door neighbor's house. The tsr explained the alarm. The tsr instructed the hp to end therapy and call her nurse in the morning. The tsr assisted the hp to end therapy. The hp would do a manual drain. The hp had no idea where she was in her therapy. The hp said no lines were disconnected and she did not use anything sharp to open her boxes. She had no idea how air got into any of her lines. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy on the cycler and finishing with manuals. The hp did not know the cause of the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that she discussed the alarm with their nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The sample was not returned, so no evaluation could be performed and no batch review was done since the lot number was unknown. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined additional investigation is being conducted through (B)(4).